Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that at the delivery room, equipment is defective and indicates an occlusion. The pcea is therefore on alert and does not stop ringing. The defect in the reported product occurred when used with a patient, but without clinical or patient injury. The event was resolved by changing the device. No information available about the patient, only that the patient is a woman.

Manufacturer narrative:
One device received for device analysis. Functional testing was performed, and the device did not cause the pump to alarm. No pump alarms were observed during testing. The customer reported complaint could not be confirmed or replicated. The root cause could not be determined.